Event description:
Boston scientific received information that an urgent lead replacement was scheduled due to a failed automatic capture tested failure as well as no sensing or pacing in the bipolar configuration. The lead safety switch was triggered and the configuration was switched to unipolar configuration. Subsequently, this lead was explanted. At this time it is unknown if the lead will be returned for analysis.

Manufacturer narrative:
Additional information received noted that there was a reported lead fracture upon the lead revision procedure. No additional information is available at this time.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead will not be returned.